Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product- femoral component catalog#:unk lot#:unk, bearing catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00540, 0001822565-2017-06353.

Event description:
It has been reported that following a knee arthroplasty, the patient is being considered for a revision procedure. The nature of the patient's harm is unknown.attempts have been made and additional information on the reported event is unavailable.